Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. As the product remains implanted; visual evaluation of the device could not be performed. However, a retain sample of batch has been tested in the laboratory under standardized conditions. No unusual setting temperature has been noticed during the test (temperature of the cement not exceeding 90°c). A review of the device manufacturing records, raw material certificate and sterilization certificate confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination within one year prior to the notification date and thereafter. Medical records were provided and reviewed by a health care professional. Reported event was confirmed by review of medical records. The review identified patient comorbidities as contributing factor of the event. A definitive root cause could not be determined. However, it can be noticed that bone cement implantation syndrome is a known inherent risk of device if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty on unknown date with unknown product. The eighty-two-year-old patient was revised a month ago due to frequent falls and left hip fracture. During the cementing of the new stem patient went into sudden shock, was transferred to ICU, intubated, ventilated, and sedated. After a cardiology consultation, a cement embolism was diagnosed. The patient later passed away due to obstructive cardiogenic shock on probable cement emboli intraoperatively from a stem change, complicated by multivisceral failure. Attempts have been made and no further information has been provided

Manufacturer narrative:
(B)(4) d-10: 3003940001-3, refobacin bone cement r 1x40-3, aw13da0504. G2 ¿ foreign ¿ france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.